Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation and repair on 2026-04-28. The failure could be reproduced. The initial evaluation shows that most likely the motor is affected. The repair and the investigation are ongoing. Further information has been requested but has not yet been received. A follow-up medwatch will be submitted when additional information becomes available. This event occurred on the chinese market on a significantly similar device to (B)(4) twin, hl 20 5-pumps", which is sold in the us under premarket submission number k943803 for the out of the us device, subjected to this report. For d4 unique identifier (UDI)#, primary di number has been used for (B)(4) twin, hl 20 5-pumps base with catalog number 701043267, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
It was reported that a hl 20 pump displayed the error message "head". The event occurred during a routine check. No harm to any person has been reported. According to the hl20 service manual the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). The failure can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).